Event description:
It was reported that the user experienced fluctuating blood glucose levels with periods of hyperglycemia followed by corrective actions that resulted in hypoglycemia, then recurrent highs and lows, while using the ilet under instruction not to meal announce and to allow the system to adjust; an alert code 60300 was noted, and the user treated lows with oral glucose. Symptoms included hypoglycemia. Outcomes included troubleshooting and education completed. Investigation included a review of device data and user-reported history. Investigation of this case revealed no device malfunction identified and suggested user management choices, including non-announcement of meals, as a potential contributor to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.